Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the power supply, which resolved the issue. The ventilator passed calibrations, extended self tests (est), short self tests (sst), and performance verification tests (pvt).

Event description:
It was reported that the 840 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.